Event description:
It was reported to ventec that the ventilator provided an alarm indicating very low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec advised the reporter that the device is owned by a distributor. The reporter then confirmed that they had been renting the ventilator from the distributor. Ventec advised the reporter and distributor that the device is no longer under warranty and any service would be billable. The distributor contacted the reporter and requested that the device be returned to them directly. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.